Event description:
Initial and additional information received from a consumer on (B)(6)-2009: a (B)(6) female reported she had a history of a knee trauma caused by an industrial shoe box on (B)(6)-2008. A magnetic resonance imaging (MRI) scan showed that the cartilage in her knee was "messed up". She went to an orthopedic surgeon who thought it was contused. In (B)(6) 2009, the knee became infected and she was sent to the emergency room (ER) on (B)(6)-2009. In the ER, she received intravenous (IV) antibiotics and was sent home on them plus sulfamethoxazole and trimethoprim [bactrim]. She later went to an infectious disease doctor, who added cephalexin [keflex] 750 mg four times daily. An MRI done on (B)(6)-2009 showed chondrosis of cartilage on the patella femoral compartment of her right knee. Her pain management specialist recommended hyaluronate sodium [hyalgan] and she had five weekly treatments in her right knee, with the last treatment occurring about three week ago. During the treatment each week, her knee was really red and swollen. Her doctor giving each shot would keep asking if her infection had cleared up. The pt stated that after the treatments, it became horrific. It would swell up, get red and heated ("so hot that it's almost like I have a chill and get fainty, then I cool back down"). She would keep ice on it most of the time. She says that after the hyaluronate sodium injections, the infection seems to have gone crazy. She had tried three different antibiotics including amoxicillin, clavulanate [augmentin] and her last doctor was going to place a peripherally inserted central catheter (PICC) line so that the antibiotics could go directly to her heart. She states that the pain is like a "pick axe going through the kneecap" and that a recent bone scan (since completion of hyaluronate sodium) shows there is a bony abnormality on her patella. She stated that at this point, it is so painful that she wants her leg amputated. The pt reported she is on heavy duty pain medication and the pain and swelling has caused her to faint recently. She has been having trouble in both legs which she suspects is because of weird shifting in weight over all this time. Each week, it had been getting more purple and more red and more painful and that now, she can't even take care of herself. She can't bathe or do anything so she moved out of the state to her mother's house so someone could take care of her. On (B)(6)-2009, the consumer had a bad, long day on the plane. Her internal medicine doctor felt that her hyaluronate sodium treatments were the catalyst for all of this. No further relevant information reported. Corrective treatment: would keep ice on her knee most of the time. Tried three different antibiotics including amoxicillin + clavulanate [augmentin] and her last doctor was going to place a peripherally inserted central catheter (PICC) line so that the antibiotics could go directly to her heart. Heavy duty pain medication.